Event description:
Reporter noted the iris was trapped in tip during I/a mode. Had no reaction from heelswitch when attempting to reflux. Finally disengaged iris by disconnecting and manually forcing positive pressure up the aspiration line. No further footswitch response. Completed anterior surgery portion using another system. Switched back to original system to complete case in posterior mode, without further problem.